Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to implant placement issue. The patient required to wear a hard hat during working and wanted the implant to be placed lower on his head. Re-implantation is planned but had not taken place at the time of this report.